Manufacturer narrative:
Other relevant device(s) are: brand name: micra, mc1vr01-delsys/ expiration date: 28-jun-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No dev rtn to MFR? No. Device mfg date: 09-jan-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited unacceptable pacing thresholds post tether release. The device was removed and subsequently replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.